Event description:
The customer reported during the end of case, system mainframe displayed "charger failure error." The tech re-booted system without error and was able to complete case with system. Defect delayed case without any pt injuries.

Manufacturer narrative:
The ge service rep confirmed the error via the error logs. He was unable to duplicate the problem. He completed a load test on batteries, battery voltage mainteined above 170 vdc during test, batteries o.k. The rep calibrated the charger pcb per MFR spec. He found normal charging voltage at 229 vdc, adjusted for 225 vdc. Error logs revealed possible corrupt nodes on mainframe. The rep flashed and reloaded nodes and calibration files. System operates as intended.